Event description:
It was reported that the implant procedure was a challenge due to scar tissue, and the patient felt weakness in the legs and was not able to stand or bear weight. The physician decided to explant the system. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7136309/7136524.